Event description:
During troubleshooting with baxter's technical service representative (tsr) for a check patient line alarm, the caregiver reported air in the patient line. The tsr advised the cg that the home patient would need to end therapy and start over with new supplies. The cg stated he would call the peritoneal dialysis registered nurse to inform her of air in the line while the home patient was in fill 1. The tsr advised the cg not to restart therapy until he had spoken with peritoneal dialysis registered nurse. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cracked display was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's (hp) husband who stated he did not know how the air got in the line. He did not notice anything unusual with the cassette. The lot number was unknown and no samples were available. The hp did not have any complications after, and they have not had the issue since. An engineering quality review was completed for this report of a check patient line alarm. The report was not confirmed due to a lack of sample. A batch review was not performed because the lot number is unknown. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.